Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Excision of lesion of uterus. According to the reporter: the physician noticed that the device would not open and close smoothly as expected upon opening the device, and he felt something was stuck. For that reason, the physician gave using the device and used another to continue the procedure. No patient harm. Operating time was not extended more than 30 min. There was no additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding. .